Event description:
Clips holding syringe in medrad injector broke while contrast was being injected into patient during cardiac catheterization. Machine appropriately displayed error message and stopped injecting.line remained in place to be able to see pressure wave form. After injector was replaced, there was an inadvertent injection of air intra-arterially.manufacturer was on site the next day to test functionality of the machine. No deficiencies were noted with the machine. Syringe was not available for examination as it had already been discarded. Machine has been evaluated using syringes from the same lot number and the problem has not been able to be replicated.